Manufacturer narrative:
The reported field event of inappropriate high voltage therapy and sensing anomaly could not be reproduced in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. Correction: d9: field should be jan 28, 2025.

Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator due to incorrect interpretation of signal. The patient expressed concern due to the event. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator due to incorrect interpretation of signal, resulting in discomfort, arrythmia and syncope. The patient expressed concern due to the event. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported. New information received notes that the device had a known issue of high capture thresholds. Corrective programming changes were made prior to the explant.